Event description:
After use of the covidien kangaroo feeding pump the device was unplugged and the ac/dc adapter plug broke off in the outlet.======================manufacturer response for kangaroo feeding pump, kangaroo (per site reporter).======================none yet.what was the original intended procedure?feeding pump.